Manufacturer narrative:
It was noted that the device is not available for eval. Add'l info has been requested and if received, will be provided in a supplemental report.

Event description:
Patient has reported through phone call to sales rep that the hip stem has broken (B)(6) 2012 after reoperation (B)(6) 2003.